Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('they suspect it's a bit out of place. One side may have penetrated into the uterine wall but not quite through.') And therapeutic procedure ('ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("they suspect it's a bit out of place. One side may have penetrated into the uterine wall but not quite through."), pelvic pain ("pain"), bone pain ("orthopedic pain/can not hold it long enough"), urinary incontinence ("I'll dribble as I head towards the bathroomand can't hold it long enough to pull my pants down"), back pain ("lower back pain"), arthralgia ("hip pain / knee pain"), gait disturbance ("barely able to walk"), intervertebral disc degeneration ("degenerative disk disease"), spinal stenosis ("spinal stenosis"), intervertebral disc protrusion ("bulging lumbar discs"), spinal osteoarthritis ("spinal arthritis"), osteoarthritis ("degenerative joint disease"), neuropathy peripheral ("neuropathy"), feeling abnormal ("my brain is fried, like I am in a fog all the time"), memory impairment ("hard time remembering things") and disability ("various type of disability") and underwent therapeutic procedure (seriousness criteria medically significant and intervention required). The patient was treated with cannabidiol (cbd oil), diclofenac, gabapentin, lidocaine, paracetamol (tylenol), tramadol and surgery (ablation). At the time of the report, the embedded device, therapeutic procedure, device expulsion, pelvic pain, bone pain, urinary incontinence, back pain, arthralgia, gait disturbance, intervertebral disc degeneration, spinal stenosis, intervertebral disc protrusion, spinal osteoarthritis, osteoarthritis, neuropathy peripheral, feeling abnormal, memory impairment and disability outcome was unknown. The reporter considered arthralgia, back pain, bone pain, device expulsion, disability, embedded device, feeling abnormal, gait disturbance, intervertebral disc degeneration, intervertebral disc protrusion, memory impairment, neuropathy peripheral, osteoarthritis, pelvic pain, spinal osteoarthritis, spinal stenosis, therapeutic procedure and urinary incontinence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. Event ablation was added. Essure implant date was added. Follow up 7 and 8 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('they suspect it's a bit out of place. One side may have penetrated into the uterine wall but not quite through.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("they suspect it's a bit out of place. One side may have penetrated into the uterine wall but not quite through."), pelvic pain ("pain"), bone pain ("orthopedic pain/ can not hold it long enough"), urinary incontinence ("I'll dribble as I head towards the bathroom and can't hold it long enough to pull my pants down"), back pain ("lower back pain"), arthralgia ("hip pain / knee pain"), gait disturbance ("barely able to walk"), intervertebral disc degeneration ("degenerative disk disease"), spinal stenosis ("spinal stenosis"), intervertebral disc protrusion ("bulging lumbar discs"), spinal osteoarthritis ("spinal arthritis"), osteoarthritis ("degenerative joint disease"), neuropathy peripheral ("neuropathy"), feeling abnormal ("my brain is fried, like I am in a fog all the time"), memory impairment ("hard time remembering things") and disability ("various type of disability"). The patient was treated with cannabidiol (cbd oil), diclofenac, gabapentin, lidocaine, paracetamol (tylenol) and tramadol. At the time of the report, the embedded device, device expulsion, pelvic pain, bone pain, urinary incontinence, back pain, arthralgia, gait disturbance, intervertebral disc degeneration, spinal stenosis, intervertebral disc protrusion, spinal osteoarthritis, osteoarthritis, neuropathy peripheral, feeling abnormal, memory impairment and disability outcome was unknown. The reporter considered arthralgia, back pain, bone pain, device expulsion, disability, embedded device, feeling abnormal, gait disturbance, intervertebral disc degeneration, intervertebral disc protrusion, memory impairment, neuropathy peripheral, osteoarthritis, pelvic pain, spinal osteoarthritis, spinal stenosis and urinary incontinence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu 3, 4 and 5,6 processed together. Social media received. New events "lower back pain", "hip pain", "barely able to walk" were added. Medical history was updated. New reporter was added. Treatment drugs were added. On 23-mar-2020: fu 3, 4 and 5 processed together. Social media received. New events ¿degenerative disk disease¿, ¿spinal stenosis¿, ¿bulging lumbar discs¿, ¿spinal arthritis¿, ¿degenerative joint disease¿, ¿neuropathy¿, ¿my brain is fried¿, ¿like I am in a fog all the time¿, ¿hard time remembering things¿ were added. New reporter was added. On 23-mar-2020: fu 3, 4 and 5 processed together. New event "they suspect it's a bit out of place. One side may have penetrated into the uterine wall but not quite through" was added. On 24-apr-2020: coding request done ,event ¿they suspect it's a bit out of place. One side may have penetrated into the uterine wall but not quite through'' recoded uterine perforation to embedded device and partial expulsion of device based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.